Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen is difficult to see in the light. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013 - device evaluation: the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings: during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed a crack in the battery compartment below the finger pad extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. Also unrelated to the complaint, evaluation revealed that the pumps audio tones were not functioning. The cover was removed and no damage was found to the piezo or piezo pins. There was evidence of moisture found inside the pump. Moisture reside/corrosion was found on the pumps internal components as well as the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.